Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor.

Event description:
It was stated that the screen went blank after the insulin pump was submerged in water. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.